Event description:
Further information received 14 august - component failure. The insert was worn medially, and there was a fracture of the tibial tray originating posteriorly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.